Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01329 to provide additional information based on the evaluation of the power supply unit in detail. Omsc received a causal analysis of the malfunction of the power supply unit from the manufacturer. According to it, the diode and fet in the unit broke. It is surmised that the power supply unit broke down by the following sequential events. The current flowing in the fet increased due to the damage of the diode. The fet broke due to the rise of the temperature. It caused the malfunction of the power supply unit. The exact cause of the malfunction of the diode has not been identified.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the device and found that the phenomenon was reproduced. And it was found that there was a short circuit at the power supply unit of the device. The manufacturing record was reviewed with no irregularities. The reported phenomenon was caused by the malfunction of power supply unit. Omsc is evaluating the power supply unit in detail. If additional information becomes available or if the device is returned at a later time, this report will be supplemented. The instruction manual of the subject device already states; never use the ultrasonic generator on a patient when any irregularity is observed with the equipment. Otherwise, the system may not work properly and serious injury to the patient, surgical staff and/or surgeon may result.

Event description:
During a laparoscopic inguinal hernia repair, the subject device was used. In the middle of use, the device shut down and the device could not be used any more. The user turned on the device again, but the device didn't turn on. The procedure was completed with a different device. There was no patient injury reported.